Manufacturer narrative:
Additional narrative: it was reported that following insertion of the mesh the patient experienced infection and urinary/bowel problems. (B)(4) ¿urinary and bowel problems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with adhesinolysis of sigmoid to cuff and bilateral oophorectomy due to pelvic organ prolapse and enterocele.